Manufacturer narrative:
Section d4 & h4: additional information manufacturer's investigation conclusion: the reported low speed and pump stop events were confirmed via the submitted log file data. A specific cause for the reported bleeding could not be conclusively determined through this investigation. The patient was admitted due to a subarachnoid hemorrhage following a fall. While the patient was at the center, they experienced a pump stop event. The patient was placed on an ungrounded patient cable/batteries and had no further alarms. The submitted log files contained overlapping data, spanning from (B)(6)2019 at 06:34:07 to (B)(6)2020 at 15:05:19, per the timestamps. A momentary low speed event was captured on (B)(6)2020 at 09:15:09 while the system was supported with the power module. Multiple pump stop events with associated low speed/flow alarms were captured on (B)(6)2020 , from 22:08:08 through 23:27:23, while the system was supported with the power module. Based on our complaint history and similarly reported events, the data captured in the log files is consistent with a potentially compromised wire within the patient¿s driveline; however, a specific cause for the low speed and pump stop events cannot be conclusively determined through the evaluation of the returned portion of driveline. A distal end driveline repair was performed by a technical services representative on (B)(6)2020 under work order 00080405. The approximately 17.5" segment of driveline replaced by technical services was returned for evaluation. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires did not reveal any breaches or areas of concern. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. Immediately following the repair, no alarms were reported when the patient was connected to a grounded patient cable. The patient remains ongoing on vad-59166 and no further issues have been reported at this time. The heartmate ii lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system and provides information regarding recommended anticoagulation therapy and inr range. The heartmate ii lvas IFU and patient handbook contain information on caring for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported the patient experienced a pump stop event while admitted for a subarachnoid hemorrhage. This type of behavior has been linked to potential issues with the percutaneous lead. An external drive line repair was completed (B)(6) 2020 for suspected short to shield. The log file did not capture any further pump stop events post driveline repair.